Manufacturer narrative:
A siemens customer service engineer (cse) inspected the instrument and found no cleaner in sample 1 probe (s1) cleaner port. The cse replaced the bleach valve and pressure transducer, ran test and primed the system. The cse reset the instrument, went back into diagnostics and determined that the transducer pressure reading was high and out of tolerance. The cse found exposed wires on the echain assembly, replaced the e-chain and powered on the instrument. The transducer pressure recovered within expected ranges. Then, the cse primed the system and ran a quick check and quality controls, which resulted within specifications. The cause of the event is unknown. The instrument is performing within manufacturing specifications. No further evaluation of device is required. MDR 2517506-2018-00142 was filed for the same event.

Event description:
The dimension vista 500 instrument was not functioning due to sample probe 1 and flagged "no probe cleaner in the cleaner port" errors. Due to this, patient samples were sent to an alternate lab for testing, causing a delay in reporting of patient results. The customer did not provide information regarding assay impacted, patient diagnosis and treatment. There are no known reports of patient intervention or adverse health consequence due to the delay in reporting of results.